Event description:
The patient had an MRI in the afternoon and followed up with the physician afterwards. When the physician interrogated the pump, a motor stall came up in the attention dialogue box; the event logs were not checked. The physician updated the pump and sent the patient home. After the patient got home, the pump started alarming. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).